Event description:
On several occasions, the perfusionist found during set up of the cardioplegia set, that the pack contained a 4:1 without shunt subassembly rather than an 8:1 with shunt subassembly. In one case, they did not notice until after pt was connected to the pump. Upon analyzing a sample of the pt's blood, it was discovered that the blood potassium level was 7, which twice what it should be.